Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been getting motor error all day from the insulin pump. It had gotten to the point where she could not deliver a bolus for lunch. The customer also reported of motor position encoder error. The customer's blood glucose level was 167 mg/dl then went up to 299 mg/dl. They were unable to verify the motor position encoder error in the alert history as the motor error would pop up again when they tried to complete the rewind and prime process. The device was to be returned for analysis.